Event description:
It was reported that the user experienced frequent occlusion alerts with their insulin pump, particularly when administering bolus doses. There was no reported information regarding the impact on the customer¿s blood glucose level. Despite changing insulin, cartridges, infusion sets, and needles multiple times per day, the issue persisted, leading the customer to express unwillingness to continue using the pump. Technical support confirmed that the pump was under warranty and decided to replace it. The customer was informed about the replacement and instructed to return the faulty pump to tandem using the provided pre-paid label and return box.